Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a tlif and discectomy at l4-5. It was reported that the tip of the driver broke off during use. The broken fragment was retrieved. No patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of the instrument tips have been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification (hrc 48). Fracture surface analysis of both instruments identified a fairly flat fracture surface and circular material movement, consistent with torsional overload.